Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of less than 40 mg/dl and dizziness, while wearing the pod on the abdomen between 4 and 24 hours. The patient's teacher called the ambulance, assisted by administering juice, dextrose and the pod was removed by the emergency crew. No other treatment was provided.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the pod over delivering insulin. The downloaded data showed timeouts towards the end of the run, but no drive stalls. No damages or deficiencies were observed that would lead to these timeouts. No other damages or deficiencies were observed during the investigation.